Event description:
A hospital representative reported that during vitrectomy surgery, the system displayed a message and locked. An alternate system was brought in and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The customer reported system message (sm) "infusion prime failed" was observed in the systems event log as occurring on january 20th. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is not known. (B)(4).